Event description:
Initial reporter indicated that the pt had high lead impedance on their systems test. X-rays were reviewed at the MFR and the appearance possibly of the lead pin not being fully inserted into the connector block could possibly be contributing to the high lead impedance, but a lead discontinuity could not be ruled out. No other obvious anomalies were observed in the portions of the lead visualized that could be contributing to the report of high lead impedance. A pin issue could not be confirmed based on clarity of views. The pt went to surgery and had their lead replaced. The implant card received documented lead break as reason for revision. Only lead replaced, therefore, pin issue ruled out. Good faith attempts are being made for add'l details about the event and for product for analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.